Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. When asked to clarify the statement that "the leads were loose and were not communicating with the ins", the patient rep stated they were going to do an MRI and could not get the device turned off as it was not responding. The patient rep stated the cause of the issue was unknown. Regarding the most likely cause, the patient rep stated the patient got pushed into a metal fence by bulls and lost two of the wires. They were trying to control it with two wires. The patient rep stated they didn't know what happened to the other wire. It was noted that the issue was not yet resolved. The patient rep went on to state the patient was scheduled for an MRI on (B)(6) 2025 at (B)(6) medical center for their back and legs. The patient rep stated they brought the [external] device and [the medical center] contacted someone at [the manufacturer] but could not get the device turned off with one wire still attached. The patient rep repeated that the patient was pushed against a metal fence and two wires came off; they didn't know when the third wire came off. The patient rep stated the patient kept falling so that might be the cause, and the patient's healthcare provider (hcp) was notified on 2025-dec-10 and they may have the patient come in sooner than [their next scheduled appointment on] (B)(6) 2026.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2msdj); product type: 0200-lead; implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller said that the pt's spouse told them that the leads had been removed, but then clarified that the leads were "loose" and were not communicating with the ins. Agent asked clarifying questions to caller but called did not know more details. Agent reviewed MRI guidelines. Caller said the communicator was depleted and was charging, so MRI mode could not be accessed on call.